Manufacturer narrative:
(B)(4). This report was received from a nurse via the baxter patient support program. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The breach in aseptic technique was further described as the patient made a mistake and did not wear a mask while performing pd therapy. The peritonitis was manifested by cloudy peritoneal dialysis (pd) effluent, abdominal pain, vomiting, and fever. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with unknown antibiotics (dose, frequency, and route not reported). Sixteen days after onset, the peritonitis was resolved, the patient was recovered from the event, and the patient was discharged from the hospital. At the time of this report, dianeal therapies were ongoing. No additional information is available.